Event description:
The patient reported bleeding, broken tooth, cankers, blisters or ulcers, allergic response, fit, periodontal, inflammation/irritation, infection, sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.